Event description:
Consumer alleges that she purchased from amazon about a month and a half ago and the rubber is coming off of her wheels. Consumer also alleges that when she was traveling outside to a facility the weather was very hot and someone from the facility advised they smelled burning rubber coming from her chair.